Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with chest pain. Interrogation of the device revealed that end of life (eol) had been reached eighteen months ago. Additionally, a low battery capacity fault message was observed. It was reported that the patient had been lost to follow up for three years. Review of stored device memory revealed several non-sustained ventricular tachycardia (nsvt) episodes in additional to a long charge time of 42.8 seconds during the last delivered 41 joule shock approximately one year ago. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.